Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the corail stem ks11 stayed up by 1 cm after using the broach size 11. Surgical delay 20 min.